Event description:
The risk mgr alleged on (B)(6) 2010, a pt was being bathed by a nurse and was asked to roll over on his side so the nurse could wash his back. When the pt utilized the head siderail to pull himself into position the siderail dropped and the pt, who was a bi-lateral amputee, fell from the bed head-first, causing a head hematoma and a fractured femur. The pt was seen by orthopedics and the leg was casted.

Manufacturer narrative:
The technician arrived at the facility on (B)(6) 2011 and with the help of the accounts clinical engineering mgr, located the suspect bed. The technician checked the siderail operation and found the siderails were latching and unlatching properly w/o issue. The clinical engineer stated after the incident a third party repair person inspected the siderails and lubricated the siderail (locking mechanism) and also replaced the latch pins as a precautionary measure per the request of the hospital. The accounts clinical engineer stated they do not have a preventative maintenance program and will only check the beds that require repair. Hill-rom recommends semi-annual preventive maintenance on the totalcare bed and provides a checklist in the totalcare bed system service manual. Accounts should test the siderail for proper latching. When the siderail is latched an audible click should be heard. Gently pull on the siderail to make sure it is latched properly. If latching is difficult, make sure that the latch is clean and inspect for obstructions. If wear is found, replace the latch components.